Manufacturer narrative:
Upon receipt, visual inspection identified set screw marks on all of the lead's terminals. Dried bodily fluid was found on the terminal pin opening, rate sense (rs) negative lumen and in the helix housing. There were several cuts identified on the insulation. The lead was put through and failed electrical continuity testing on the proximal high-voltage (hv) conductor. Detailed analysis identified insulation abrasions through to the rs (negative) lumen, and the distal hv lumen (two opposing sides of the lead 338-355 mm from the terminal pin. The rs (negative) covering appears abraded/torn. There is also webbing damage between the rs (negative) lumen and the distal hv lumen (inner insulation damage). The proximal spring electrode which was located over this area was flattened and fractured (338 mm from the terminal pin and the coil has been moved distally (13 mm) after it became fractured). The gore covering on the proximal coil is abraded through in one area, and the covering appears to be delaminating (peeling) in this area as well, the top layer has been pushed distally (approximately 30 mm). Microscopic analysis indicates the damage in this area was initiated by a localized compressive stress on the tubing surface. Due to the type of damage, it appears this damage was likely caused by entrapment in the clavicle/first rib region. Normally this portion of the lead would not be located in the clavicle/first rib region, it appears that the erosion of the device can may have pulled the lead more proximal.

Event description:
Boston scientific received information in (B)(4) 2010 that this local representative contacted boston scientific's technical services (ts) to report that this patient was admitted to the hospital and the local representative was enroute to perform a device check. The device and rv defibrillation lead were exhibiting electrogram noise associated with oversensing and pacing inhibition. The patient is pacemaker dependent, however, there was no syncope reported. The lead diagnostic measurements were all within normal range. The device's rv sensitivity floor was programmed to least, however, oversensing was still present. The patient had been scheduled for implant of a separate rv pace/sense lead. Ts discussed temporary reprogramming the device to off-electrocautery mode but reminded the local representative that the patient would be unprotected. The local representative commented that the patient would be admitted over the weekend and would discuss this further with the physician. The local representative informed ts that the clinical observations were not reproducible during patient isometrics and pocket manipulation. Ts suggested that a chest xray could be performed to check the rv defibrillation lead position. Subsequently, boston scientific received information from an implant form that the rv pace/sense portion of the defibrillation lead was surgically capped. A separate rv pace/sense lead was implanted. Subsequently, boston scientific received information that this rv defibrillation lead was received in boston scientific's return products department in (B)(4) 2013. The rv lead had been explanted as part of a system revision due to erosion in (B)(6) 2013 (see report# 2124215-2013-06946).